Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image on scope angulation. The issue occurred during preparation for use in a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. The charge-coupled device (ccd) unit had abnormality while the user was handling the device which led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.